Manufacturer narrative:
(B)(4). This unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the turbine to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the ventilator "stopped" working while they were setting it up for a patient. The ventilator alarmed audibly. The ventilator was not on a patient at the time of the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to duplicate the customer's reported issue during testing and evaluation in the failure analysis lab. The turbine was found to have seized due to damage caused by debris in the turbine.